Event description:
It has been reported that a revision surgery was performed due to breakage of the device. The date of the event was approximately 5 months after implantation. No additional information is available at this time.